Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified spine surgery, it was discovered that the motor device was leaking oil around the hand piece. The reporter stated that the device had an oily residue on the handle. The reporter stated that the surgical procedure was possibly an anterior cervical procedure, but could not clarify. The reporter stated that there may have been a delay in the planned surgical procedure but the amount of time was unknown. There was a spare identical device that was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.